Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button did not function. Customer confirmed the pump turned on when plugged into a power source. In addition, it was reported that the touchscreen was unresponsive and the pump unexpectedly shutdown. Customer¿s blood glucose level was 198 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.